Manufacturer narrative:
The reported event was confirmed.

Event description:
The top housing has separated from the bottom housing during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The top housing ha separated from the bottom housing during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.